Manufacturer narrative:
(B)(4). Batch #: n55z4l. Additional information requested and received: were both devices locked on tissue with the jaws closed? Yes. If yes, how were the devices removed (cut off tissue, etc.)? Cut off tissue around the jaws. Did the jaws eventually open (for both devices)? It seems not. Did the third device sent for analysis experience the same issue as the previous ones or was this device used to complete the procedure? The 3 devices experienced the same issue. The ec60a device was received for analysis with no visual non-conformances and with a gst60t cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2. The reload was noted to have the cartridge deck damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the device was jammed after the second firing, it was impossible to go back. Another device was used but the same problem occurred. Use of a third device completed the procedure. No further information is available. No patient consequence.